Event description:
Physician was performing a thyroidectomy and the electrodes on the et monitoring kit would not work. This occurred at the beginning of the case after induction. No harm noted to patient.